Event description:
The report indicated that the pod had initiated an occlusion alarm within the first day of operation. Blood was seen in the cannula, though no kink was noted. In addition, the customer experienced high bgs (greater than 250mg/dl). The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.